Event description:
Pt went to doctor's office because of urethral stricture. Had been treated for this condition several times prior. On 11/15/96 pt required dilatation for one small distal urethral stricture. Physician performed procedure using filiform and follower. Upon removing the follower, the female thread was still attached to the follower and the rest of the filiform had broken off and was in pt's bladder. Doctor informed pt of what happened due to his dense stricture. Due to density of stricture, physician treated stricture by laser and successfully removed the filiform on 11/19/96 in hosp.